Manufacturer narrative:
The biomedical engineer (bme) reported that they cannot admit patients to 4 tiles on the central nurse's station (cns) and some of the tiles show communication loss. For the admit issue, they went to the admit / discharge screen, and it does not let them admit a patient or put in the receiving channel. Nihon kohden technical support (tech support) had them check to see if the tiles are being locally filed and they were. However, they said that 4 of them had the same name, tele 1; so had him change the names on those to make sure they are all different. They did this, but they would not refresh to the new names. At this point tech support had the biomed reboot the cns via the windows side. When it came back up, it got stuck in windows screen with the cns application trying to load. Tech support had them verify the ethernet connection on the cns. They saw a data light, and it was firmly connected to the nk port on the wall. They were also getting a display resolution error when the cns is on windows desktop does not want to load. The biomed wrote back stating that the issues occurred when the ups failed in the telemetry data closet which essentially turned off the nihon kohden telemetry antenna device. Once the ups was replaced, the second issue that the customer pointed out could be the failed disk drives as the remaining issue for the cns. No patient harm reported. Attempt #1: 02/17/2021- emailed customer via microsoft outlook for all items under the no information section. The customer responded back with details of the device failure, but they did not provide patient information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitters: model: ni sn: ni.

Event description:
The biomedical engineer (bme) reported that they cannot admit patients to 4 tiles on the central nurse's station (cns) and some of the tiles show communication loss. For the admit issue, they went to the admit / discharge screen, and it does not let them admit a patient or put in the receiving channel. Nihon kohden technical support (tech support) had them check to see if the tiles are being locally filed and they were. However, they said that 4 of them had the same name, tele 1; so had him change the names on those to make sure they are all different. They did this, but they would not refresh to the new names. At this point tech support had the biomed reboot the cns via the windows side. When it came back up, it got stuck in windows screen with the cns application trying to load. Tech support had them verify the ethernet connection on the cns. They saw a data light, and it was firmly connected to the nk port on the wall. They were also getting a display resolution error when the cns is on windows desktop does not want to load. The biomed wrote back stating that the issues occurred when the ups failed in the telemetry data closet which essentially turned off the nihon kohden telemetry antenna device. Once the ups was replaced, the second issue that the customer pointed out could be the failed disk drives as the remaining issue for the cns. No patient harm reported.